Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 220 units. The customer declined to provide a blood glucose level; however, there was no reported impact to the customer's blood glucose level. During the time of the call, the customer declined to reload the current cartridge and will continue to monitor the insulin gauge.